Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A talent aaa stent graft system was implanted in the patient for the endovascular treatment of a 5.3 cm in diameter fusiform abdominal aortic aneurysm. At the initial implantation, the infra-renal angle was 54 degree. Proximal aorta was 26 mm in diameter and 24 mm in length. Distal aorta was 32 mm in diameter. The right iliac artery was 12 mm in diameter and the left iliac artery was 13 mm in diameter. It was reported that the a recent CT scan revealed that the talent stent graft had migrated distally with an unknown endoleak, possible type ii endoleak. Currently the abdominal aortic aneurysm is 5 cm in diameter. The patient underwent another diagnostic CT, a 1 cm migration was noted and sac expansion from 5cm to 7cm. Per the physician, the cause of the migration is related to the patient¿s anatomy of continued disease progression with aortic neck dilatation. It was noted that the patient was stable and the physician did not believe the migration was cause for intervention at this time. No clinical sequelae were reported and the patient will be monitored by their physician.

Manufacturer narrative:
Film evaluation summary: the exact cause of the aneurysm enlargement could not be determined from the films provided. Pre-implant CT¿s and earlier follow-up films were not available for review. The CT¿s revealed that the bifurcate was positioned 5 ¿ 10mm below the renal arteries. There was a marginal proximal neck; the bifurcate od measured 31mm and there was <(><<)> 5mm of remaining proximal seal length. However, no clear endoleak could be seen within the 66mm max diameter aaa. It is possible that the reported stent graft migration was caused by disease progression; neck dilation. Although no endoleak was seen, it is possible that the aaa increase may have been caused by aaa pressurization via the marginal proximal seal, due to disease progression.

Event description:
Additional information received reported that the physician was unable to see what they would consider an endoleak that required intervention on the CT.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.